Manufacturer narrative:
(B)(4). Date sent: 11/08/2022. D4: batch # 827a75. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut with two intertwined staples and one no properly formed in the anvil half washer. There were no staples present on the pockets, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, the washer was noted to have nicks; this damaged and the malformed staple is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The event described could not be confirmed as during testing, the device performed without any difficulties noted. Although the returned staples were found to be malformed, no conclusion could be reached as to the cause of the staple malformation. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a rectum procedure the device could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch # 841a07. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information received: washer breaking sound was not heard. The device could be fired, but the unformed staple was left on the edge of the donut. The washer was cut. The staple was removed and the target tissue was cut again and re-anastomosed by another cdh25a. The patient was discharged from the hospital. The procedure was with da vinci. The rectum was cut at rb which is super low. The device was used as usual. There was no change in the operation. The unformed clip was removed, and additional cut was performed on the anastomose site. The dissection was performed on the intestinal tract. Another device was used to re-anastomose. The device was used as usual. The hospitalization was not prolonged. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.